Manufacturer narrative:
No device associated with this report was received for examination. A previous review of the device history records for all of the lot codes associated with this complaint was conducted. The review did not reveal any related manufacturing deviations or anomalies on any of the provided lot codes. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
New etq record created in order to update etq (legal system) complaint number wpc (B)(4) . Reason for original complaint - patient was revised to address infection. Loosening of the stem and sleeve was also reported. Doi unk - dor (B)(6) 2012 (right hip). Update rec'd: 10/14/2014, 10/20/2014, 10/23/2014 - patient's medical records were received. Records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. Doi: (B)(6) 2007. The complaint was updated on: 11/14/2014. Update: 3/2/2015: medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the investigation. The complaint was updated on: 3/20/2015. Update - 8/27/201:5 pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated chronic infection, loose stem/sleeve, inflammation, and bone loss. The last two screws are now being reported as the patient now has litigation for this revision. The part number for the last screw is being updated. It should be noted that the first two screws on the complaint have the same part/lot numbers-there were two screws with the same part/lot. The complaint was updated on: 9/23/2015.